Manufacturer narrative:
A ge rep performed an on site investigation. The circuit board contacts were cleaned. The system was then found to be operating as intended.

Event description:
The customer reported when using the xray emission control the image on the monitor is black and sometimes the image disappeared from the monitor. No report of pt injury.